Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 4 samples (lot 3236198) from the customer in support if this complaint. 1 photograph was also attached showing the defect. Evaluation of the returned samples indicated tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retained samples from the lot number provided were visually inspected, and no additive abnormality was found. Bd was able to duplicate and confirm customers¿ failure mode from the samples and photo received. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
The customer reported with 1 bd vacutainer® k3e 5.4mg plus blood collection tube they observed an additive abnormality. The following information was provided by the initial reporter: edta tubes along inside not clean, clay yellowish particles sticking to wall.